Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. (B)(4). Analysis of the 8709sc found catheter body damage occurred to catheter body and/or guidewire during implant procedure.

Event description:
The indication for use (IFU) was listed as radiculopathy and spinal pain. The pump was used to infuse hydromorphone and bupivacaine. The device was returned to the manufacturer and underwent routine analysis. Refer to MFR report number 3004209178-2015-24832 for event related to the pump.